Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated. The magnet rate is 100. An invasive procedure was performed to explant the ipg.